Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced infusion set kinked cannula within 3 hours of insertion. Site of infusion set was abdomen. Patient replaced infusion sets and resumed insulin successfully. No further information available.